Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative patient information not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA device is not expected to be returned for manufacturer review/investigation. The 510k unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 10. June 2005, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for the femoral trochanteric fracture was performed on (B)(6) 2015. After a j-pfna blade was inserted, the surgeon tried to withdraw the impactor. However, the impactor could not be disconnected. The surgeon tried to disconnect the impactor by hitting and rotating the device, but while doing so, the tip of the blade got protruded out from the femoral head. Furthermore, the impactor was broken from 2cm from the tip, and because the broken piece was short and still connected to the blade (only 1cm of the piece was out from the connecting part), the piece could not be extracted and had to be left remained in the trochanter. The surgery was completed with 30 minutes surgical delay. Since the blade is still not locked to fix the femoral head, there is a risk of the head rotating, and the fact that the piece remaining in the body might cause a pain. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Product investigation summary: the instrument in question shows wear and tear signs and scratches all over the surface. Furthermore, it was also found that the first 2cm of the tip have broken. Several traces of hammer impact on the head of the device were also visible. Because of the damage, it is not possible to measure the device for the complaint¿s relevant dimensions. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Investigation results are as follows: the product was produced in june, 2005. The article in question was produced in a quantity of (B)(4) pieces and was distributed worldwide. There are no other instances of quality problems or failures caused by a faulty product on the article. As mentioned in the complaint description, the surgeon tried to disconnect the impactor by hitting and rotating the device. As a result of this occurrence, the tip broke. Traces of mechanical damages were found on the device. The microscopic view of the broken device shows a homogenous surface, which indicates material conformity. Based on the investigation results, and the poor condition of the returned device, it is likely that the excessive force influenced on the device during surgery has resulted in breakage / rupture of the tip. The cause of failure is not due to any manufacturing non-conformances. Device is an instrument and is not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per surgeon, the x-ray was not reviewed properly in order to confirm blade lockage. As a result, the blade remained unlocked. Attempting to withdraw the impactor without disconnecting the blade could have fatigued the metal impactor tip (according to the surgeon).